Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to the patient wanted access to newer therapies and also has charged for a longer time period than expected. The patient's coverage was the same as before the swap. Explanted device will not return due to facility policy and electrocautery was used while explanting the old device but not after the new device was connected.